Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication. All available information was investigated and a definitive cause for the reported slda could not be determined in this complaint; however, the recurrent mr was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 4 functional mitral regurgitation (mr). One clip was implanted, reducing mr to grade 1-2. On (B)(6) 2020, echocardiogram confirmed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 2-3. Another mitraclip procedure may be performed in the upcoming weeks. No additional information was provided.